Manufacturer narrative:
Correction: block d7a (sud reprocessed and reused?) Has been updated. Block b3 date of event: date of event was approximated to july 21, 2020, implant date as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following imdrf patient codes capture the reportable events of: e2401 - unspecified injury. E0206 - unspecified mental, emotional or behavioural problem. E2330 - pain. E2308 - deforming/disfigurement. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient during an obtryx transobturator mid-urethral sling system procedure performed on (B)(6) 2020. The patient alleges not being informed about the potential for revision surgeries, the removal of mesh, serious bodily injury, and mental and physical pain and suffering. Consequently, the patient experienced significant pain, embarrassment, disfigurement, and harm. Also, the patient has been injured and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, and economic damages. The patient may need additional surgery, treatment, and therapy in the future.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020, implant date as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the following imdrf patient codes capture the reportable events of: e2401 - unspecified injury. E0206 - unspecified mental, emotional or behavioural problem. E2330 - pain. E2308 - deforming/disfigurement.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient during an obtryx transobturator mid-urethral sling system procedure performed on (B)(6) 2020. The patient alleges not being informed about the potential for revision surgeries, the removal of mesh, serious bodily injury, and mental and physical pain and suffering. Consequently, the patient experienced significant pain, embarrassment, disfigurement, and harm. Also, the patient has been injured and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, and economic damages. The patient may need additional surgery, treatment, and therapy in the future.